Event description:
Rptr has had 4 out of 9 catheters inserted, leak within 2 wks of insertion. All 4 had a hole approx 1mm distal to the solder connection between the hub and the polyurethane catheter shaft. This is pt 4 of 4. This pt required replacement of their line.